Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to unknown reasons. An aus, consisting of a 4.0cm cuff, 5.0cm cuff, pump, and 61-70cm h2o pressure regulating balloon, was implanted. No patient complications were reported in relation to this event. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device evaluation the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen. No allegation(s) were reported. The event cannot be reproduced or substantiated; therefore, no

Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to unknown reasons. An aus, consisting of a 4.0cm cuff, 5.0cm cuff, pump, and 61-70cm h2o pressure regulating balloon, was implanted. No patient complications were reported in relation to this event.